Manufacturer narrative:
A visual and functional inspection was allegedly performed by (B)(6). It was alleged that the head of the bed would not lower. Maintenance staff at the account performed a repair and returned the bed to service.

Event description:
It was reported that the head of the bed would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the head of the bed would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.